Manufacturer narrative:
H3: analysis of the device was completed and concluded that could not verify the error code message, the unit was presented with sw: (v1.7.5/field update) and misaligned crm radio firmware. H6: codes updated, previously applied codes fdm b17, fdr c20, fdc d16 and img g02030 are no longer applicable and fdm b01, fdr c19 , fdc d20 and img g02008 codes are now applicable. For relevant device(s) : product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the device was completed and concluded that unit presented with sw:(v1.7.5), misaligned radio firmware, fully charged batteries, and a 'pi fault detected' error message due to a loose ribbon cable. H6: codes updated, previously applied codes fdm b17, fdr c20, fdc d16 and img g02005 are no longer applicable and fdm b01, fdr c0601 , fdc d02 and img g02004 codes are now applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: 31-dec-2099, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, the device showed an error: ¿patient interface fault detected". There was no patient involved in this event.